Manufacturer narrative:
Information from siemens software engineering preliminary review shows patient database is correct. This is what gets transferred to lis. Siemens software engineering team is in process of investigating code review in a p.csv document. The root cause for the issue is unknown.

Event description:
The customer reported that between (B)(6) 2016, the patient ID# (customer enters sample accession # in this field) was the same for all patients on the patient recall screen including the p.csv file attached to the complaint. However, the customer confirmed that the patient ID #s (accession # entered in this field) on the printouts along with results are correct and are transmitted to the lis correctly. There was no report of injury due to this event.

Manufacturer narrative:
The issue could not be reproduced by siemens. A code review was performed for this customer complaint by the siemens software engineering team. The team was unable to reproduce or find and code issues supporting the customer's complaint. The instrument is performing as intended.